Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3878-45, lot# 0206318245, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information from the healthcare professional of the clinical study clarified that the whole electrode impedance was measured, not just the therapy impedance, when it was noticed that the contacts were not ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). Device interrogation and device data revealed that contact 2-3 were not ok. A device diagnosis of high impedance was reported. It was reported that "the cause of this can be bad contact". These contacts were not in use and no action was taken. No patient complication was associated with the event. The event resolved with sequela. The sequela being they don't use these contacts for good stimulation. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of the clinical study clarified that no recent fall was reported.